Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery is starting to bulge out the back. The battery is becoming bent and separating from the screen and actual pdm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported battery issue. No lot release records were reviewed, as the product lot number was not provided.